Event description:
It was reported that an ilet pump¿s screen was cracked and would power on but would not accept touch input, and the user could not change the insulin cartridge after running out of insulin. Symptoms included no adverse clinical effects reported. Outcomes included no impact to health, no hospitalization, and continued cgm use with the dexcom app or receiver. Investigation included remote troubleshooting, education on shutting down the device to avoid alerts, confirmation of shipping and return logistics, and instructions to sync data to the mobile app before return. Investigation of this case revealed physical damage to the user interface leading to loss of touch functionality, consistent with a screen failure of the display/touch component. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.